Event description:
Procedure type: sigmoidectomy. According to the reporter: the staple line (intestinal track) was bleeding two hours after surgery. It was necessary to use 3 units/bags of blood for a transfusion. The event did not prolong the hospital stay. The surgical time was not extended by more than 30 minutes. There was unanticipated blood loss of 1,800 ml. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: sigmoidectomy. According to the reporter: the staple line (intestinal track) was bleeding two hours after surgery. It was necessary to use 3 units/bags of blood for a transfusion, the event did not prolong the hospital stay. The surgical time was not extended by more than 30 minutes. There was unanticipated blood loss of 1,800 ml. Patient was on antihypertensive medication.